Event description:
The customer reported that the battery was fully charged then suddenly there was no charge and no lights. The device failed to recognize the battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery was fully charged then suddenly there was no charge and no lights. The device failed to recognize the battery. There was no report of pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.